Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
Customer reported that the upper aligner is cutting into the gum on the front tooth area. No additional information was reported.

Event description:
The patient reported: I had blisters on my gums and was severely uncomfortable. I saw an orthodontist who recommended that I may not be a good candidate for aligner treatment, so I got braces instead. I am no longer able to use the trays and have discomfort, bleeding, blisters, sensitivity, and jaw discomfort. A letter was received from the doctor of dental surgery office, confirming blisters, recommending braces instead of aligners.

Manufacturer narrative:
Corrections: b1, b2, b5, d1, d2, d2a, d2b, d3, d4, e1, e2, e3, e4, g1, g2, g3, g4, g8, h1, h3, h5, h6, h8, h11 (manufacturer narrative) note: an incorrect initial 3500a submission was inadverdantly submitted for this MFR report #. All previously submitted information will be corrected by the data provided in this follow up. Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA ((B)(4)) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of (B)(6) 2021 through (B)(6) 2024.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.